Manufacturer narrative:
Review of the plate images by an immucor technical support specialist showed that marked splattering across the plate had occurred which could have compromised the wells. This may have been due to customer bumping the plate. No splattering was observed on other plates. Upon repeat testing by the customer, the expected results were obtained and no splattering was noted on the plate. The system is operating within specifications. The instrument is performing as expected.

Event description:
Customer reports unexpected (B)(6) results on the galileo instrument with a sample that previously tested as (B)(6) on the antigen screening assay.